Event description:
It was reported via repair work order that the zoom drive was intermittent due to loose zoom handles and the IV pole could fall in an unintended direction due to a lose IV pole socket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.